Event description:
On (B)(6) 2012, the patient's mom/reporter claimed the patient discovered the animas insulin pump was without power at 10 am while her blood glucose elevated to 490 mg/dl with symptoms of nausea. The batteries were replaced twice the day before, but the issue was no resolved. The patient was able to take 13.55 units of insulin via syringe to resolve her blood glucose to 180 mg/dl at noontime. There was no evidence of product misuse. The issue was not resolved with troubleshooting. This complaint is being reported as a malfunction due to the power issue and because the patient had blood glucose of 490 mg/dl and symptom that can be suggestive of hyperglycemia.

Manufacturer narrative:
Follow-up #1 date of submission 05/16/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There was no damage found to the battery compartment or cap; the battery cap secured appropriately and maintained an electrical connection. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.